Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer's mother on (B)(6) 2016 for knowing customer's condition; customer is feeling better the days after the hospital's day; mother reported the daughter was at the hospital on (B)(6) 2016 due to the low blood glucose test result; the glucose level results at the hospital was 500mg/dl; customer was released the same day; mother gave to daughter the regular lantis doses after come back home. No other recommendation was given to the customer at the hospital.

Event description:
Consumer reported complaint for low blood glucose test results. Customer's mother is calling for on behalf of (B)(6) daughter. Customer test 4 times a day. The mother is concerned with tests results obtained of 24 mg/dl and took the daughter to the hospital. The daughter did not report any symptoms. Medical attention was reported on (B)(6) 2016 as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states that because the meter display the low blood results reading the customer's mother continue to give a juice and trying to get results up. Customer states that she went to the hospital and they run a blood results and the results was in the 500s but the true metrix meter still gave a low blood results. Meter and strips information is not available.